Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hemolysis and fainted. A pulsed field ablation (pfa) procedure was performed with a farawave catheter successfully. A total of 64 applications were delivered and the patient was transferred to post care unit. During recovery, when the patient was set up to eat, reported light headedness and fainted. Blood tests were performed and found a decrease on hemoglobin and increase in creatinine. A computed tomography of abdomen was performed without findings. Blood transfusion and hydration was required to treat the event. The patient was placed on midodrine baseline and dopamine and was discharged successfully.